Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on from (B)(6) 2019 with blood glucose of in the range of 400 mg/dl. Customer reported that insulin pump was not working. Customer was unable to complete carelink upload. Customer was hospitalized several times. Customer declined troubleshooting. The insulin pump will not be returned for analysis.